Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A health care professional reported that a patient was unsatisfied with postoperative results after binocular intraocular lens (iol) implantation. Since the beginning of 2016 an hypermetropia had been stabilising on both eyes, which fogged the patient mainly in the near distance view but also in the far distance view. This hypermetropia was corrected by a photorefractive keratectomy (prk). At the time of this report, the patient's near visual acuity was only good with an addition of 2 diopters. Per the facility's optometrist, multifocality was not achieved with the iol implant and the patient needs additional varifocal glasses. The left eye was reported to be dominant. Additional information has been requested and received. This is one of two reports being filed for this patient. This report refers to the patient's left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer reported an approved product combination. The product investigation could not identify a root cause. (B)(4).